Event description:
Sorin group (B)(4) received a complaint reporting that, immediately after the start of bypass, the perfusionist noted that the blood coming out of the oxygenator was dark in color. A sample of the blood was sent for testing and the results indicated a low po2. The entire system was replaced and the case was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the avant oxygenator, which is a component of this (B)(4) customer perfusion pack. The incident occurred in (b)(5). This medwatch is being filed on behalf of sorin group (B)(4). Neither the customer perfusion pack nor the oxygenator involved in this case is sold in the united states. Therefore, there is no 510(k) number for this product. However, the oxygenator module is similar to the d 903 avant ph.i.s.i.o. Adult hollow fiber oxygenator which is marketed and distributed in the united states. The 510(k) number for this oxygenator is k033323. Sorin group (B)(4) received a complaint reporting that, immediately after the start of bypass, the perfusionist noted that the blood coming out of the oxygenator was dark in color. A sample of the blood was sent for testing and the results indicated a low po2 level. The entire system was replaced and the case was completed without further issues. There was no pt injury. The oxygenator was returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.